Manufacturer narrative:
(B)(4). The reported field event of hv therapy delivery was confirmed in the laboratory via review of the programmer printouts. The cause of the hv therapy delivery was noise. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported that patient presented in the ER showing post-sensed t wave oversensing on the ventricular channel. Patient had received inappropriate therapy as a result of the oversensing. Device was explanted and replaced. Patient was stable post-procedure.